Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) pacing lead experienced diaphragmatic stimulation one day post implant. The stimulation was resolved with programming changes. Additional information was received that approximately one month later, the patient again experienced diaphragmatic stimulation. A revision procedure was performed. The lead was observed to have dislodged. The lead was successfully repositioned without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.